Manufacturer narrative:
The product was buried with the patient, therefore, no product was returned for reliability analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead displayed increased pacing impedance measurements from the remote patient monitoring system. No adverse patient effects were reported as a result of this clinical observation. Approximately eight months later, the patient expired for unspecified reasons. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.